Event description:
It was reported that, "the dr. Broke 1 screwdriver and a torque limiter while backing out a screw (7.0) lock from a 1/3 tubular plate during surgery. He had to wait for an hour (1hr) to get a new set of instrument. With the last screw, the dr. Attempted more turns following 2 clicks w/torque limiter; the 2nd screwdriver broke at that time. All 3 tips were removed from head of the screw and screws themselves appeared undamaged."

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.